Event description:
Reportedly, the lead operation worked correctly prior to implant. Once placed in the body, the screw would not retract. Therefore, the lead was not implanted.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct. 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the analysis concludes that the lead conforms to all mechanical and electrical specifications, and specifically, the function of the fixation mechanism conformed to established specifications. As indicated by the physician, the helix could not be retracted prior to any implantation attempt. Since this abnormality was not recreated during the laboratory analysis, the cause of the retraction difficulty could not be determined. It should be noted that the physician indicated that the lead was not in contact with the patient, but the analysis identified what appeared to be blood residue in two locations. The analysis identified that this residue was placed on the electrode after the helix was already extended, thus eliminating any manufacturing defect. Therefore, this residue was not further investigated or verified to be blood.